Manufacturer narrative:
As reported, capsure fixation device deployed two connected fasteners in single fire. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fixation device deployed two connected fasteners in single fire. It was reported that several fasteners were fired and fixated successfully. The front fastener was successfully secured and only the second fastener which was deployed but fixated was removed from patient's body. The surgery was completed as it was. There was no patient injury.

Event description:
As reported, during a procedure, the capsure fixation device deployed two connected fasteners in single fire. It was reported that several fasteners were fired and fixated successfully. The front fastener was successfully secured and only the second fastener which was deployed but fixated was removed from patient's body. The surgery was completed as it was. There was no patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed two connected fasteners in single fire. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.